Event description:
During prep, air was noted at the hub following the purging of the delivery sys. The delivery sys was prepped according to the IFU. This unit was discarded and a non-cordis prod was used to continue the procedure.

Manufacturer narrative:
The DHR review performed for this lot indicates that the prod was tested and inspected per established mfg requirements. This review revealed that the prod met all requirements per the applicable mfg quality plan, including purgeability verifications per test result. It is not possible to make a conclusion regarding procedural factors that may have contributed to the reported prepping difficulty. Based on the DHR review, there is no evidence that the events are mfg related. The prod is not available for analysis, therefore, no conclusion can be made.